Event description:
Healthcare professional reported left side "capsular contracture baker grade iii." The device has been replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified the weight to the spec, a deformation, and a crease fold. Cloudy and voids were observed after autoclave disinfection process. Based on the device analysis the final assessment is: - no issues found related with the manufacturing process.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ¿capsular contracture, grade 3¿.

Event description:
Healthcare professional reported left side "capsular contracture baker grade iii." The device has been replaced.